Event description:
Catheter detached from the mediport, coiling into the right atrium resulting in two additional procedures. Radiologist to remove catheter from atrium and physician to remove the mediport.